Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal procedure. The device was not able to fire. The surgeon was able to press the green firing button and squeeze the handle but not staples were deployed. The case was completed using a new instrument. No patient injury.

Manufacturer narrative:
The manufacturer was notified about the event on oct 18, 2017. We have requested for the product to be returned. We will be sending another report once we have received and evaluated the device. If information is provided in the future, a supplemental report will be issued.